Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the upper/lower case, side bail covers and ring cover were broken. The battery release, heart block, lead flex cover, battery release o-ring, one case screw release spring, battery contacts, battery drawer o-ring, battery flex, and heart lead flex were all contaminated. One side bail and ring were bent.

Event description:
The external pulse generator was returned due to a field action. It subsequently tested out of specification during the manufacturer's analysis.